Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the expired stent was allegedly placed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent was implanted, and the delivery system was not returned. No photos of the label were provided. Based on the information provided the device was implanted 16 days after its expiry date. As reported the date was misread by the sales representative. Based on communication with the sales representative it is reasonably suggested that the sales representative is now aware of the correct way to read the data format. In addition, it is considered that the customer did not verify the shelf life of the device prior to use the device on the patient. There was no report of unclear or misleading labeling. Based on information available an alleged ambiguity regarding the expiry date labeled on the device could not be confirmed. As reported by the customer, the date format was misread, and the vascular stent was implanted even though its shelf life was expired. However, the form of the expiry date meets the applicable requirements. Labeling review: relevant labeling supplied with this product was reviewed. The potential risk of using a device after its expiry date was found addressed: "do not use the device after the ¿use by¿ date specified on the label." The format used to express the use by date meets the requirements. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the expired stent was allegedly placed. There was no reported patient injury.